Manufacturer narrative:
H3 device evaluation: lens was returned in a micro-centrifuge vial with moisture on the product. Visual inspection found no visible damage to the lens with fiber on the lens. Dimensional inspection found the lens within specifications. (B)(4).

Manufacturer narrative:
B5- it was reported on the postop comments that the patient's pupil is not working properly but is getting better over time. H6- health effect clinical code: 4581 - pupil dysfunction. Claim#: (B)(4).

Manufacturer narrative:
H6: investigation type 4110: lens work order search- one similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -9.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to excessive vault.